Event description:
Boston scientific received info that this atrial lead had a rise in thresholds. It was reported that this lead had dislodged. The pt was not dependant. However, the pt paces 100% in the atrium and does not pace the ventricle. No adverse pt effects were reported. The pt has been scheduled for a lead revision. As no further info concerning this report is expected, our investigation is complete. This investigation will be update should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.